Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she received no delivery alarms on the insulin pump during a bolus delivery attempt, and the issue had also occurred during priming. The customer was assisted in running a 5 unit prime while disconnected, during which insulin came out and no alarm occurred. The customer was asked to remove the infusion set to examine if the cannula was bent, however the customer dropped the call before anymore troubleshooting could occur. The customer's blood glucose was 186 mg/dl. Nothing further was reported.